Event description:
It was observed during the device evaluation, the bronchovideoscope exhibited residual liquid or foreign material coming out of channel tube, the distal end and the nozzle had foreign objects. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: reprocessing problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.